Event description:
The customer received a questionable magnesium result for one patient sample from the cobas 8000 cobas c 701 analyzer. The original result was 4.4 mg/dl and was reported outside the lab. The physician questioned the result as it did not match the previous result for the patient. The sample was repeated with a result of 2.3 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The customer declined a service visit and stated they replaced the reagent which resolved the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the information provided by the customer.